Event description:
It was reported that during an unk procedure, the user experienced cross-linked clips or opened clips. There was no pt consequence. No further info is known. No device will be returned.